Manufacturer narrative:
The insulin pump was received no button response due to flattened down creased button dome switch. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 214 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.